Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(6) pt, was having a revision of an ankle arthrodesis when the instrument broke during insertion of the panta nail. The surgery was prolonged.